Manufacturer narrative:
The device was returned to olympus and the reported issue was confirmed. Connection failure during preparation for use due to kinks and faulty cable. Additionally, the evaluation revealed the minor fading of the label on rear cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it was presumed that the image was not displayed due to communication failure caused by cable failure. Cause of cable failure could not be presumed. The root cause of this event was unable to be identified. This issue is addressed in the instructions for use (IFU): as a result of confirming content of instruction manual regarding cable damage, there is following description. It is determined that this may prevent from indicated phenomenon. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during preparation of use in a hysteroscopy procedure, image problem was reported with the 4k camera head due to connection issues, causing procedural delay of 5 minutes. The facility finished the procedure with another similar device. There were no reports of patient harm or impact associated with this event.